Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, precautions. Do not deploy the clip in areas of calcified plaque. The safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with introducer sheaths less than 5f or greater than 6f during the catheterization procedure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 4-6fr sheath after an interventional procedure. Reportedly, clip was deployed, but the device could not be removed. The safety release mechanism access ports were used to successfully facilitate device removal. It was noticed that the clip was not on the puncture site, but in the surrounding tissue. The clip was removed from the anatomy and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove and clip deployed in the tissue cannot be replicated in a testing environment as is appears to be related to procedure circumstance. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficult to remove appears to be related to use technique as the access ports were not utilized to facilitated device removal. The reported clip deployed in tissue and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.